Event description:
A doctor reported that a cv232sre iol implanted in 2003 was going to be explanted due to a crack in the lens. Request has been made for additional information. No further information is available at this time.